Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) was suspected to have perforated as the lead exhibited elevated threshold, intermittent capture. In addition, the patient to experience chest wall stimulation with pacing. Reprogramming changes done to address the issue. Additional information from the field indicated that an x-ray showed a lead dislodgement and a successful lead revision was performed. The lead remains in service. No additional adverse patient effects were reported.